Event description:
Event description cpi received information that these two myocardial sutureless leads (0030) have been repaired during a replacement procedure of an implantable cardioverter defibrillator (ICD) for normal battery depletion. The physician noted something wrong with the insulation, and repaired the leads, at the same procedure. The leads remain active, and implanted.